Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that the display on the, "showed signs of black, smoky, burn looking marks." No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.